Event description:
Boston scientific (bsc) crm received information that this dextrus right ventricular lead was exhibiting increased threshold measurements and decreased r-wave measurements. Therefore, a revision procedure was performed. The lead was successfully repositioned and no other adverse events have been reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the customer felt hypoglycemic, tried to get himself some juice and fell. Reporter stated that she used his aviva system to obtain a result of 84 mg/dl, called an ambulance as he looked as if he did not understand what she was saying, and he was sweating a lot. Reporter stated that about 15 minutes later, the ambulance arrived, obtained a result of 22 mg/dl on their system and treated the customer with an IV of sugar water before taking him to the hospital, where he was given food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.